Event description:
The customer reported that, "rn was disconnecting syringe after drawing labs and blood squirted out of the cap soiling her uniform. No blood was splashed on open skin." There was no report of patient harm or medical intervention. Although requested, no further patient or event details were provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer as the set was discarded. The customer report of blood leaked from cap could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.